Event description:
It was reported that following a diagnostic catheterization and a femoral angiogram, an angio-seal was selected for use. The angiogram revealed a large vessel with no disease and a branch near the access. Hemostasis was obtained. The patient was discharged. One day later, the patient reported to the emergency room (e.r.) With pain at the groin access site. The duplex ultrasound revealed a small pseudoaneurysm, that appeared to be clotting off spontaneously. Two days later, the patient returned to hospital for an outpatient duplex ultrasound, at which time the pseudoaneurysm was completely resolved.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.